Event description:
It was reported to boston scientific corporation that a dakota basket was used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2023. On (B)(6) 2023, surgery was performed and found a part of the end effector wire of the dakota was completely detached and has remained inside the patient. The wire was retrieved surgically. It was unknown that the wire of the basket detached until the surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of end effector wire has completely detached into the patient.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2023. On (B)(6) 2023, surgery was performed and found a part of the end effector wire of the zero tip basket was completely detached and has remained inside the patient. The wire was retrieved surgically. It was unknown that the wire of the basket detached until the surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of end effector wire has completely detached into the patient.